Manufacturer narrative:
Review of the pcr curves for run # 776 shows true amplification in the sars-cov-2 channel. There are no abnormalities present in the run log that would suggest an erroneous or incorrect result. No systems issue is indicated. Furthermore discrepant results can occur due to sample mismatch and also due to cross-contamination. Always follow proper good lab practices to minimize this chance. The allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using a cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat system. According to the customer, on (B)(6) 2021, the initial test sample performed on the cobas® liat system sn (B)(4) with lot 10712y generated sars-cov-2 positive, influenza a/b negative. The same sample was tested on another cobas® liat system and resulted in sars-cov-2 negative. A new sample was then re-collected and tested on a different cobas® liat, that also generated a negative sars-cov-2 result. No harm is alleged and the negative results were reported to the patient and or/ medical personnel treating the patient. An investigation was conducted to evaluate the customer¿s allegation.